Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, upon deployment the valve migrated in the aortic direction. The valve was repositioned using a snare with biopsy forceps to ascend aorta above the sino tubular junction (stj). A second 26mm, non-abbott valve was implanted. There was no clinically significant delay reported. The implanter believes that the valve under expanded and was potentially at a high position (or inability to confirm the position) as the cause of the event. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) and valve under-expansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field indicated that prior to the procedure, the patient was hypotensive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received appeared to show the navitor valve appears to be under expanded and in high position. This would explain the device embolization. Based on the information received, the cause for the reported device migration in aortic direction appears to be due to the valve under-expansion. The cause of the reported under-expansion could not be conclusively determined. The reported unexpected medical intervention was result of case-specific circumstances as valve was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: health effect- impact code: 4624.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the procedure, the patient was hypotensive. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, incomplete stent opening (iso) was noted and it was attempted to mitigate by performing two recaptures; upon deployment the valve migrated in the aortic direction. The valve was repositioned using a snare with biopsy forceps to ascending aorta above the sino tubular junction (stj). A second 26mm, non-abbott valve was implanted. The patient was hypotensive throughout the procedure and there was no clinically significant delay reported. The implanter believes that the valve under expanded and was potentially at a high position (or inability to confirm the position) as the cause of the event. The physicians did not believe that patient being hypotensive was related to the procedure or ds or the valve. The patient was discharged.